Event description:
It was reported to boston scientific corp that an endovive safety peg kit push method device was used to perform a peg placement procedure. The pt's weight was not provided. According to the complainant, while pulling the peg tubing through the incision in the patient's stomach, the transition point of the plastic and the peg tubing broke apart in the fascia of the patient. A surgeon was summoned in order to increase the length of the patient's stomach incision. A kelly clamp was then utilized to grasp the tubing, and the connector and pull them through the incision in order to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported the be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.